Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Device history records (DHR) review was completed for part# 319.006, lot# 9841075. Manufacturing location: (B)(6), release to warehouse date: (B)(6) 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the distal metal needle detached from the body of the depth gauge. The repair technician reported the tip of the depth gauge was broken off and missing. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. Product development investigation was completed. As per the technique guide, the depth gauge for 2.0mm and 2.4mm screws (part# 319.006) is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The returned depth gauge was inspected at customer quality (cq) and upon visual inspection, it is observed that the needle component of the depth gauge broke at its base. The sheared off needle was not returned. Whether this complaint could be replicated is not applicable because the device was returned broken. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Relevant drawings for the returned device were reviewed and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis could not be completed as the needle component of the depth gauge sheared off at its base and was not returned. No definitive root cause could be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported following: it was reported that a distal metal needle detached from the body of a depth gauge during a tfn surgery on an unknown date. The surgery could be completed using a spear depth gauge that was available. There was no reported surgical delay and the patient was reported to be in good conditions. The sales consultant was unable to confirm any related products in the patient when this malfunction was discovered. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4) .